Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support after eating breakfast, during which their blood glucose rose to 391 mg/dl despite announcing the meal beforehand. Review of alerts showed only a high blood glucose alert, with no occlusion or additional alerts present. The patient was instructed to disconnect from the device and perform a fill tubing, during which drops were observed from the needle connector. Upon removing the infusion site, the patient confirmed that the cannula was straight, the site was not wet, and there were no signs of leakage. The patient was guided through replacing the infusion site and was advised to place the new site on a different area of the body. Insulin delivery then resumed. The patient planned to monitor their blood glucose following the site replacement and to call back if levels did not decrease. The patient¿s blood glucose levels were affected, reaching 391 mg/dl and remaining outside the 70¿180 mg/dl range for about an hour and a half. No back-up therapy was used, no ketone testing was performed, and there were no recent steroid injections. The patient did not receive professional medical intervention or any additional assistance and experienced no immediate health effects. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.